Event description:
During the acute event, the pt was admitted with an (sat) sub-acute thrombotic event of a previously taxus treated lesion. A cypher satent was implanted to treat the lesion, and sometime after the implant, the pt suffered a second sat event and expired. This complaint was received from a sales rep about a pt who experienced two sub acute thrombosis (sat) events. A couple of months ago the pt was admitted with an sat of a previously taxus stnet. During the acute event, a cypher stent was implantted to treat the sat. Sometime after the cypher stent implant, the pt suffered a second sat event and expired.